Event description:
It was reported that the leads dislodged and migrated. The patient experienced a return of pain symptoms. The lead was replaced. The hcp reported the patient outcome as 'recovered without sequela'.